Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 480mg/dl. In addition, the customer experienced "retina issues". Customer administered a manual injection to address bg level. Tandem technical support reviewed pump data logs and performed a pump system check and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Reportedly the customer continued to use the pump for insulin therapy.